Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer electrocardiogram's (ECG) and electrograms (egm) were no longer visible was confirmed. It was also determined at analysis that there was a loss of connection of the mobile programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pacing system analyzer (psa) session and threshold test using the mobile programmer, the electrocardiogram's (ECG) and electrograms (egm) were no longer visible. It was noted that a good mobile programmer base connection was present with the mobile programmer application and that the sensing and pacing markers were visible. Performance data from the mobile programmer application was received and it was determined at analysis that there was a loss of connection of the mobile programmer. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.2.1.